Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post ventricular assist device (vad) implant the patient require six units of packed red blood cells (prbc), four units of fresh frozen plasma (ffp), one unit of cryoprecipitate and two units of platelets prior to leaving the operating room due to excessive bleeding. The day after vad implant there was high output from the chest tube and another unit of prbc, two units of ffp and one platelet were required. During the hospitalization post implant the patient had low mean arterial pressure, low flows and reported dizziness. Prior to implant the patient required temporary pacing due to heart block which continued after vad implant and required a permanent implantable cardioverter defibrillator (ICD). The patient continued to have intermittent low maps with anemia requiring intravenous (IV) fluids, another two units of prbc and IV vasopressors. The patient had bloody stools and required another prbc infusion. An esophagogastroduodenoscopy (egd) and colonoscopy were done and showed an ulcer in the cecum suggestive of ischemia which was biopsied and a hemostatic clip was placed. Biopsy demonstrated severe active colitis with cytomegalovirus (cmv) which was treated and resolved with negative serology using IV antibiotics. The patient continued with anemia and a computerized tomog raphy (CT) scan of the abdomen and pelvis showed a retroperitoneal hematoma and another unit of prbc was administered. A CT of the chest showed a medium to large pleural effusion which was treated with a thoracentesis. Pleural effusion continued to be a recurring issue throughout the hospitalization and required draining an additional two times. An echocardiogram was done which showed a pericardial hematoma and anticoagulation was paused. Repeat echo showed a stable hematoma and anticoagulation was resumed. The patient had intermittent bloody stools throughout the hospitalization which required infusions of prbc. Prior to vad implant the patient also had acute kidney failure requiring hemodialysis which continued after implant and was finally stopped after fluid overload and diuresis. The patient was weak and slow to respond so neurology was consulted and a head CT was done which did not show any acute abnormalities. Neurology considered the possibility of a cerebellar cerebrovascular accident (cva) given nystagmus and weakness which was more pronounced on the right than left side. The patient required IV anticoagulation due to labile international normalized ratio (inr). The patient went to inpatient intensive rehab following an almost two month hospitalization post implant. While at inpatient rehab which was in the same facility as the hospital the patient had abdominal pain, nausea and vomiting and abdominal x-ray was normal and symptoms were thought to be medication related and the culprit medication was discontinued. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. The reported low flow event could not be confirmed since log files were not available for analysis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, pleural effusion, renal dysfunction and bleeding are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.